Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 15-apr-2022. H.6. Investigation: bd japan received 68 samples for investigation and one photo was returned to the plant.. 20 samples were evaluated by draw testing by bd japan and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "some tubes didn't draw enough volume of blood."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "some tubes didn't draw enough volume of blood."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.